Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) implanted met with their programming neurologist once they noticed that the management of symptoms changed. An impedance check was performed, revealing high impedance at contact 2 and an impedance of 17,900 at contact 3. All bipolar impedances involving contact 2 were over 18,000 or high. The patient's programmed settings involved contacts 2 and 3. The nurse reprogrammed the device to use contacts 0 and 1, and the patient was reported to be doing better after the programming change. Additional actions included a follow-up planned to monitor progress.

Event description:
Additional information was received from the manufacturer representative (rep). Patient had surgery to revise his right lead and or extension. Surgeon disconnected the right lead from the right extension and tested the lead with screening cable. The lead displayed normal impedances with the screening cable. Surgeon then implanted a new extension and connected it to the existing right lead. Impedances were normal with the new extension to the existing lead. Surgeon also observed that the insulation on the right lead was compromised so he applied boston scientific silicone adhesive to the lead to prevent any stimulation from leaking from the electrode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.